Event description:
It was reported that increasing rv threshold and decreasing sensing were observed. The lead was explanted and replaced during ICD upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found.